Event description:
Customer called to report a hospitalization due to low blood glucose. Customer current blood glucose reading is 155 mg/dl. Customer stated ems had treated him for low blood glucose. During troubleshooting, the insulin pump passed displacement test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.